Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 31july2019. The field service engineer (fse) confirmed the reported problem and replaced speaker #2 per service manual and reported problem was corrected. The customer repaired the unit by replacing the speaker. A speaker assembly was return for analysis. An investigation was performed and the root cause was due to an electrical open in the speaker created the primary alarm failure (1102) error code. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer description is primary alarm failed. There was no patient involvement.